Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient details were not crossing over to the server and station. The technical support specialist stated that the customer checked in electronic privacy information center (epic) and confirmed that the outbound message was successful and acknowledged, but the patient was not appearing on the server and station. The tss changed the enterprise resource planning account number and account cross reference into the correct ones and linked to the station and resent with the "admit" message and the patient appeared in es server. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es patient was not crossing over to the server and station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.